Event description:
The customer contact reported that during testing at the user facility, it was noted that the device had multiple burnt components on the middle printed circuit board. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was evaluated. During testing the device would not power on using ac or dc power. Further testing found that the device had multiple burnt components on the middle pwa (printed circuit board). No smoke, spark, or melted case were noted. The possible causes of the burnt components may be a broken component, over voltage, or a broken ac power adapter. This report represents all the info known by the reporter upon query by hospira personnel